Event description:
Approximately 30 minutes into the use of a stryker sustainability solutions harmonic ace shears, the generator reverted back to the test screen and the instrument stopped working. A second hand piece was then utilized without issue for the remainder of the procedure.